Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The malfunction was observed during review of the device's activity log; however, the device was put through extensive testing without duplicating the malfunction. Review of the device activity log does show evidence of customer's complaint. The pace/defib engine was replaced as a precaution. The device passed the final test procedure, was rectified, and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 72" and "defib disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.